Event description:
It was reported that an exit block was observed. X-ray showed lead dislodgement and the pace/sense portion of the lead appeared to be bent. The lead was explanted and replaced. The patient's condition was stable during the procedure and there were no consequences before and after implant for the patient.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.